Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and ECG stressing without duplicating the customer's report. The customer's multifunction cable was not returned as part of the investigation. The multifunction receptacle and cable were replaced as a precaution. The device will returned to the customer. Analysis of reports of this type has not identified an increase in trend.